Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband called in to report that the customer had to start using a different meter because the other meter kept gave several false readings such as 550 mg/dl, 600 mg/dl, 32 mg/dl, and 87 mg/dl. The caller stated that the customer was in the hospital for something that was not diabetes, meter, or insulin pump related. The product was not replaced or returned.